Event description:
While using a plc75 with a plcr75b partial cut and stapling occurred on the proximal sigmoid colon.

Manufacturer narrative:
The plcr75b was returned and evaluated. There were a jammed pusher in the reload, which caused the stall. Pmi has implemented a corrective action request to address this failure mode.